Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 55-372mx-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching, vaginal irritation and paratubal cyst. On (B)(6) 2007, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopy bilateral robotic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal discharge had resolved, the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, fungal infection, female sexual dysfunction, rash, fatigue and abdominal pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, she underwent an operative laparoscopy bilateral robotic salpingectomy with cornual resection and repair with removal of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Impression: as per mr: expected appearance following essure coil placement. Both fallopian tubes are occluded.. Pathology test - on (B)(6) 2017: final pathologic diagnosis. Bilateral fallopian tubes: two segments of fallopian tube with paratubal cysts. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jan-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 55-372mx-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching, vaginal irritation and paratubal cyst. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash erythematous ("rashes or skin conditions type: rash- redness"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopy bilateral robotic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal discharge had resolved, the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, vaginal infection, fungal infection, female sexual dysfunction, rash erythematous, fatigue and abdominal pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, menorrhagia, pelvic pain, rash erythematous, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, she underwent an operative laparoscopy bilateral robotic salpingectomy with cornual resection and repair with removal of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Impression: as per mr: expected appearance following essure coil placement. Both fallopian tubes are occluded. Pathology test - on (B)(6) 2017: final pathologic diagnosis bilateral fallopian tubes: two segments of fallopian tube with paratubal cysts. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received - event rashes or skin conditions type: rash were updated with rashes or skin conditions type: rash- redness. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy bilateral robotic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, she underwent an operative laparoscopy bilateral robotic salpingectomy with cornual resection and repair with removal of the essure. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 55-372mx as per mr) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching, vaginal irritation and paratubal cyst. On (B)(6)2007, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopy bilateral robotic salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and vaginal discharge had resolved, the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, fungal infection, female sexual dysfunction, rash, fatigue and abdominal pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6)2017, she underwent an operative laparoscopy bilateral robotic salpingectomy with cornual resection and repair with removal of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: result: total bilateral occlusion. Impression: as per mr: expected appearance following essure coil placement. Both fallopian tubes are occluded.. Pathology test - on(B)(6)2017: final pathologic diagnosis bilateral fallopian tubes: two segments of fallopian tube with paratubal cysts. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs & mr received. Lot number was added. Date of insertion of suspect drug was updated. Added event abnormal bleeding (vaginal), vaginitis, yeast infection, apareunia, rash, removal,dysmenorrhea (cramping), vaginal discharge, fatigue, dyspareunia. Updated outcome of events. Updated onset date of events. Patient's demographics was added. Concomitant condition, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.